Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 85" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.